Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that the reset was likely due to the cautery used during the implant procedure. Also, it was reported that the device parameters were showing question marks and that the device reports are not clearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, five days after the implant procedure, the implantable cardiac monitor (icm) experienced an electrical reset. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an electrical reset. If information is provided in the future, a supplemental report will be issued.

Event description:
The power on reset was noted to be cleared.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.